Manufacturer narrative:
This report is submitted on september 27, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported) and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.